Event description:
During a saphenous vein harvesting procedure, the cone tip of the device being used to harvest the vein detached while it was inside the patient's leg. The user of the device had to make an additional incision down the groin in order to remove the broken piece. No additional complications occurred and the patient was last reported to be in good condition.